Event description:
Information was received indicating that a smiths medical cadd ms3 pump had a system fault and call for service. There was no reported adverse event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved powering up the pump and showed the device alarmed and displayed error code 80. The investigation determined that a defective microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Updated: device evaluated by MFR and adverse event problem.